Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent a bha with the actis broach for femoral neck fracture. When attaching the broach in question to a broach handle (non-jj product), it was difficult to attach it because the neck part had been damaged. The surgeon managed to insert it by pushing it into the handle tip with a strong twist. The neck part might be deformed. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that on december 2, 2024, the patient underwent a bha with the actis broach for femoral neck fracture. When attaching the broach in question to a broach handle (non-jj product), it was difficult to attach it because the neck part had been damaged. The surgeon managed to insert it by pushing it into the handle tip with a strong twist. The neck part might be deformed. Visual inspection of the returned device found signs of scratches and deforming around the post of the actis broach. The potential cause can be attributed to unintended use error, with the damage likely resulting from off-axis assembly, prying motion while device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with a lab sample broach handle (257000000) and the actis broach didn't show difficulties for assembling and staying well fitted. The reported unable to assembled condition was not able to be replicated. The overall complaint was confirmed as the observed condition of the actis broach sz 3 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.